Event description:
It was reported that it was unable to connect set to y-30 set via male luer. Discovered during pre-test; no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received in used conditions without original package. Based on manufacturing procedure and failure mode reported, we performed a leakage test on sample provided, in order to verify if the connections fit in the fixtures machine. Sample does not pass the leakage test since the connector are not fit in the fixtures machine. The reported issue was confirmed. The root cause of the report issue was found to be a supplier issue. Sample does not pass the leakage test since the connector were not fit in the fixtures machine. Supplier was notified as an awareness notification about this dimensional issue.